Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reported event was described as "slipped on pt. Not sure about any injury". Additional clinical info has been requested.